Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On 29 may 2012, follow up information received from global pharmacovigilance. The this is a spontaneous report from a pharmacist with supplemental information from a nurse from the (B)(6) of bacterial peritonitis with culture positive for (B)(6). Capitis in a patient coincident with extraneal and physioneal therapies. On (B)(6) 2011, the patient experienced peritonitis. On an unreported date, the patient received an unspecified remedial treatment for the peritonitis. Patient recovered on (B)(6) 2012. Bacterial peritonitis with culture positive for (B)(6) capitis was not related to this event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report (reporter unknown) from the (B)(6) of peritonitis in a patient (age unknown) coincident with dianeal unknown therapy.